Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Whilst removing the catheter tip from the indwelling catheter a ¿hiss¿ was heard. This isn¿t usually heard whilst performing this task. Concern that the one way valve is faulty. Indwelling pleural catheter inserted (B)(6) 2018. The valve ¿hisses¿ air when the access tip is removed from the catheter. Fluid doesn¿t leak through. No air is heard when the catheter cap is removed, only after drainage. New catheter inserted.

Manufacturer narrative:
(B)(4) follow up emdr for manufacture evaluation. No sample was received from the customer. Consequently, no sample evaluation was performed in regards to the reported failure mode. A device history record review for lot 0001236839 did not identify any manufacturing defects or issues that may have contributed to the reported failure. A device history record review did not identify any manufacturing issues which might have contributed to the failure mode. Additionally, the investigation was unable to confirm the reported failure mode through sample analysis. Since the investigation was unable to confirm the reported failure mode nor identify any potential issues during manufacture of lot # 0001236839 a probable root cause could not be determined at this time. Since no probable root cause could be identified, no corrective or preventive actions will be implemented at this time. The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
Whilst removing the catheter tip from the indwelling catheter a ¿hiss¿ was heard. This isn¿t usually heard whilst performing this task. Concern that the one way valve is faulty. Indwelling pleural catheter inserted (B)(6) 2018. The valve ¿hisses¿ air when the access tip is removed from the catheter. Fluid doesn¿t leak through. No air is heard when the catheter cap is removed, only after drainage. New catheter inserted.